Manufacturer narrative:
The reagent lot number and expiration date were not provided. General reagent issues were excluded as the result believed to be correct was obtained using the same reagent. The field service engineer replaced the gear pump head and performed adjustments. He checked the rinse levels, wash units, reagent probes, sample probes, choke, and main water pressure and all were within specification. The customer performed calibrations and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable total protein result from the cobas 8000 c702 module. The initial result was 2.1 g/l and the repeat result was 65.2 g/l. The repeat result on another analyzer was 67.6 g/l.